Event description:
It was reported that during a lap colectomy procedure, there was an incomplete staple line and the anastomostic lip was bleeding (intraoperational). Pt required a transfusion and the pt will have another surgery to transect the colon and re-anastomose again.

Manufacturer narrative:
.